Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt reported they got an infection at their incision site. Patient services attempted to confirm an event date and pt kept saying they don't know and "it happened at the beginning".